Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased. Additionally, it was reported that the pump delivered too much insulin during a bolus multiple times. Reportedly, the pump had delivered a 10-unit bolus instead of a 6-unit bolus intended to be delivered. Subsequently, the customer experienced low blood glucose (bg) levels requiring third party assistance and was admitted into a hospital; bg value was not provided. Reportedly, the customer's bg level remains low, despite a high carbohydrate intake. No additional information was provided pertaining to hospital-related events.